Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse events of peritonitis, abdominal hernia and an ileus, characterized by abdominal pain and vomiting which required hospitalization. The etiology of the peritonitis and ileus are unknown; therefore, causality cannot be determined. While there is no objective evidence indicating a liberty select cycler or liberty cycler set deficiency or malfunction caused the events. The liberty select cycler and liberty cycler set cannot be excluded from having a possible contributory role in the exacerbation of the existing hernia or the event of peritonitis. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Furthermore, those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for pain and discomfort. It was reported that the patient was discharged and readmitted the next day for vomiting and a bowel obstruction. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the hospitalization and stated the patient was also diagnosed with an abdominal hernia. The discharge summary was received on showed that the event was a single hospitalization. The discharge summary stated the patient¿s discharge diagnoses included abdominal pain, vomiting, peritonitis, hiatal hernia and an ileus. However, the document contains no narrative detailing the hospitalization, treatments, interventions or causality.